Manufacturer narrative:
Suspected root causes: failure to tap if bone patellar tendon bone graft used, graft/screw/tunnel not appropriately sized.

Event description:
Screw was reported to have broken during screwing in.